Event description:
A surgeon reported that in several pts, the duration of the intraocular gas bubble was shorter than expected. In a follow-up, the surgeon reported that one or two pts may have required an additional procedure. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional info was requested 01/06/2010, 01/07/2010 and 01/08/2010 by phone. Additional info was received 01/06/2010, 01/07/2010, 01/08/2010, 01/12/2010 and 01/28/2010 by phone and email. An uncompleted questionnaire was returned. (B) (4)